Event description:
Patient undergoing scheduled aicd implant. While physician implanting the rv lead, the suture sleeve entered the cephalic vein. When the lead was pulled back, the suture sleeve remained in the vein. The suture sleeve was removed with a snare. No patient harm.======================manufacturer response for lead, sprint quattro (per site reporter)======================as per implanting physician, "medtronic acknowledged that this happened in the past. They advised that we pull the suture sleeve all the way back, so that it fits snugly over the yolk and prevents it from moving."what was the original intended procedure?implantation of a transvenous implantable cardioverter defibrillatordevice #1is this a laboratory device or laboratory test?no